Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery (lad). Following pre-dilatation, a 2.75 x 20mm synergy xd drug eluting stent was advnced for treatment. However, the device was unable to cross the lesion. Upon removal of the device to perform additional dilation, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.